Manufacturer narrative:
(B)(6). Correction/removal number: rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported error code 1005 the result cannot be calculated. The final rlu reading is out of specification for the lowest calibrator was occurring frequently on the architect i1000sr analyzer. The following data was provided: (B)(6). During inspection, the pre-trigger level sensor was noted to be loose, and the customer tightened it. A look at the instrument logs also noted that the light was being emitted. No further issues were observed. There was no reported impact to patient management.